Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. However, data was received and downloaded. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of no audio output was not confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on 06/29/2015 to report no audio output from their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient reported, only got vibration when testing high and low alert. No medical intervention or injuries were reported.